Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: review of the pumps user settings shows the auto-off was set 14hrs; black box shows an auto-off alarm on (B)(6) 2015 at 11:15. Last button press recorded in the black box was a bolus (B)(6) 2015 at 21:13; 14hrs prior to the alarm. Auto-off duration was set to 1hr for testing purposes and the pump set to run on 1u/hr basal rate, the pump gave the appropriate auto-off visible and audible alert exactly after 1hr, the auto-off feature found properly functional. Unable to duplicate the complaint. Battery cap was not returned. Test battery cap/returned cartridge cap used to complete testing. Battery compartment is cracked below the cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (auto off) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.